Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. No medical records have been provided. No specific device issue has been alleged, and no sample has been returned for evaluation. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. The actual date of injury is unknown, reported as "2014"; therefore, we are using (B)(6) 2014 as date of injury. Should additional information be provided a supplemental emdr will be submitted. Not returned

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent repair of ventral incisional hernias. A bard flat mesh was implanted in patient for her umbilical hernia repair. (B)(6) 2014: about one year after surgery the patient began experiencing pain in her abdominal area. She experiences a dull ache on a daily basis and a sharp pain when doing certain activities such as walking. When she walks, the pain is such that she walks with a stoop. Patient's abdominal pain has increased over the years, and she feels a pulling sensation in her abdomen. In order to deal with the pain, patient has had to take prescription pain medications, which have been ineffective in eliminating the pain. The patient continues to experience these complications related to the mesh and will continue to suffer from them in the future. Patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur the following injuries and damages, among others: physical pain, mental anguish, disfigurement, physical impairment, medical care and treatment .

Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. No medical records have been provided. No specific device issue has been alleged, and no sample has been returned for evaluation. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. The actual date of injury is unknown, reported as "2014"; therefore, we are using 06/15/2014 as date of injury. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent repair of ventral incisional hernias. A bard flat mesh was implanted in patient for her umbilical hernia repair. Ni/ni/2014: about one year after surgery the patient began experiencing pain in her abdominal area. She experiences a dull ache on a daily basis and a sharp pain when doing certain activities such as walking. When she walks, the pain is such that she walks with a stoop. Patient's abdominal pain has increased over the years, and she feels a pulling sensation in her abdomen. In order to deal with the pain, patient has had to take prescription pain medications, which have been ineffective in eliminating the pain. The patient continues to experience these complications related to the mesh and will continue to suffer from them in the future. Patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur the following injuries and damages, among others: physical pain, mental anguish, disfigurement, physical impairment, medical care and treatment . Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with multiple ventral incisional hernia thereby underwent laparoscopic to open repair with implant of bard flat mesh. Per operative notes, ¿on laparoscopic exploration a large amount of anterior wall hernias were identified and resected. The adhesions in the right upper quadrant were removed . A midline incision was made all the hernia sacs were excised and repaired with running sutures. At the conclusion of all the repairs a bard flat mesh was secured it in place.¿